Manufacturer narrative:
Intuitive surgical inc (isi) received the fenestrated bipolar forceps instrument for device evaluation. Failure analysis found the primary finding of grip tip broken to be related the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.192" x 0.569" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had misaligned tips, the jaws were unable to be closed, and the tip broke off. The procedure was completed with no reported injury.